Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that electrograms showed undersensing of p-waves and oversensing of far-field r-waves causing inappropriate detection of atrial tachycardia/atrial fibrillation. The atrial lead sensitivity was reprogrammed and the atrial lead remains in use. No patient complications have been reported as a result of this event.